Event description:
During a surgical procedure the use of a plasma generator resulted in a change in the non-invasive blood pressure measurements. An increase in the pressure measurements of as much as 100 mmhg were noted when the patient's actual blood pressure had not increased.======================manufacturer response for plasma generator, peak plasma blade (per site reporter)======================the manufacturer hasn't had an opportunity to assess the problem.what was the original intended procedure?bilateral breast reduction.device #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no